Manufacturer narrative:
If additional information is received a supplemental report will be submitted.

Event description:
It was reported that this right ventricular defibrillation lead exhibited a shock impedance measurement of 125 ohms. Technical services discussed to continue monitoring for now. It was noted that all other lead measurements are within normal limits. The field representative would discuss with the clinic. The lead remains in service. No adverse patient effects were reported.